Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that decreased sensing and lead dislodgement were observed. The lead was explanted. The patient did not receive any problems.